Manufacturer narrative:
(B)(4). Results: dislodge and failure to deliver stent. Results/conclusions: pt lesion/vessel morphology: 90% stenosis and severe calcification.

Event description:
The physician deployed a 3.5mm diameter x 15mm length endeavor resolute rapid exchance (rx) drug eluting stent to treat a lesion in a pt with 90% stenosis and severe calcification. It was reported that during the surgery procedure, the stent dislodged from the balloon and remained in the pt. No pt injury occurred and no clincial sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).